Event description:
It was reported to philips that the system shut down during the case. When booting back up, it gave errors, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during general surgery procedure was performed when the issue happened. The procedure was completed by moving the patient to another or (operation room). Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, it is found there is a malfunction on fan tray and dcps. Fse collaborated with nss staff and after troubleshooting, to resolve the problem, fse replaced the fan tray and return for further analysis, but no failure found. After replacement of fan tray module, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.